Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2021-00171.

Event description:
The user facility reported that when the angio-seal device was being inserted into the insertion sheath after the locator and guidewire were withdrawn, the angio-seal device was caught and could not be inserted in the insertion sheath. The device was then withdrawn and successfully removed, and another device was used to continue the procedure. However, the same incident was occurred in the second device. The device was withdrawn, and successfully removed and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The physician commented that the patient was quite obese and wondered the causality of the incident with the obesity. The procedure before deploying the device was a coiling procedure. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. Whether the puncture site was proximal or distal to the inguinal ligament of the right common femoral artery was unknown. The vessel diameter was unknown. There was no health damage to the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip was returned for product evaluation. The tip of the carrier tube assembly was inserted into the hemostasis sheath but was not fully mated. Visual inspection revealed that two kinks were found on the hemostasis sheath. One next to the 'g' mark and another more proximal to the first one. The carrier tube assembly also had two kinks close to the hub and the proximal end of the tamper tube. The device was in forward lock position. There was no other visible sign of deformation in the portion of the shaft outside of the hemostasis sheath hub. The bypass tube was fully inserted into hemostasis sheath. The carrier tube assembly was pulled out of the hemostasis sheath. There was some damage at the tip of the device that exposed the collagen. The anchor was intact and not deformed. Dimensional testing was performed. The od measurement of the carrier tube assembly was 0.102". This measurement was within the manufacturer's specification of 0.102'' +/- 0.005. The complaint could be confirmed for assembly difficulty. Based on the returned sample, it is likely the carrier tube experienced bending forces during insertion into the hemostasis sheath. The exact root cause of the event cannot be determined but failure to follow the IFU instructions listed above may have likely contributed to the event. The device was in conforming state when released from terumo control. There is no indication that manufacturing issues led to this event.